Event description:
Healthcare professional reported patient has a "really bad rash on the neck." This is the left side record. Healthcare professional later reported "really bad seroma." Healthcare professional later reported "grade 4 capsular contracture.. Total capsulectomy". Device explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe since it is not related to the device. Skin rash/dermatitis: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Additional observations: creases are observed. Yellow particles were observed on the shell. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
Health effect impact code: f2203, imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late.

Event description:
Healthcare professional reported, patient has a "really bad rash on the neck". This is the left side record. Healthcare professional later reported, "really bad seroma". Device explanted and replaced.